Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the aiming arm radiolucent was received at us customer quality (cq). Visual inspection of the complaint device showed the curved part of the latch tn subcomponent had broken off. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the curved part of the latch tn subcomponent had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
(B)(4). Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on the images. Aiming arm was observed to be broken. No other issues besides cosmetic wear were noted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot. Part number: 03.233.006, lot number: 76p4752, manufacturing site: (B)(4), release to warehouse date: november 16, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a demonstration portion of aiming arm snapped off while malleting into a saw bone. There was no patient involvement. Concomitant device reported. Unknown mallet. Unknown saw bone. This complaint involves one (1) device. This report is for (1) aiming arm radiolucent. This report is 1 of 1 for (B)(4).